Manufacturer narrative:
Balt USA reference # (B)(4). Conclusion of investigation pending analysis from manufacturer, balt extrusion. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "patient began having unreassuring doppler findings on (B)(6) 2024 as previously noted. Therefore, we elected to take her to the operating room for feto removal. We presumably deflated the balloon percutaneously prior to c/s. The angle to place the needle was challenging but our team and ultrasonographer did not see any evidence that the balloon was still in place after attempted deflation. We, therefore, delivered the baby via c/s and took the baby over to be resuscitated. The baby was intubated easily and the intubating neonatologist did not see any evidence of a residual balloon. The pco2 was around 160 and we elected to place on ECMO emergently. We were able to get the baby on ECMO very fast and the baby never lost pulses or required CPR. Afterwards, the lungs remained deflated and therefore the following day we asked pulmonology to perform a bronchoscopy. They found thin secretions with tracheomalacia but did advance the bronchoscope down to the carina. We repaired the defect the following day and still the lungs did not expand on chest xr. We repeated the bronchoscope and found that the balloon was still in place 4 days after delivery. This was disclosed to parents and ent removed the balloon with a rigid bronchoscopy. The baby is still on ECMO but doing relatively well. Per dr. (B)(6): hard to say if the patient was harmed. The baby needed ECMO which caused a small head bleed. I suspect the baby would have needed ECMO either way but hard to say for sure." Incident report form submitted for this complaint indicates that no patient injury was sustained.